Event description:
Caller states the pt tested 5.1 inr on the coaguchek xs system and 3.55 inr on a comparison lab. Coumadin was adjusted to 5mg per day, however, no information given if this is based on the lab or device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.